Event description:
A patient sample with a previous blood group of a+ was tested in manual gel. The sample forward typed as group ab+ and reverse typed as a group a. Testing was repeated and the same results were observed (3+ in the anti-b). The control well was negative. Patient was previously typed on (B)(6) 2012, no issues reported. No transfusions given. The patient's sample tube was sent out to the reference lab for confirmation. Testing was performed in tube and reported as type a +. The patient's sample tube was returned to the customer site. On (B)(6) 2012, the same patient sample (different suspension) was tested in gel using the same gel card lot and the same diluent. The sample now typed as a + in both the forward and reverse typing. The same sample was repeated twice using gel method and resulted as a +. No erroneous results were reported.

Manufacturer narrative:
Retained testing and a batch record review were performed. Satisfactory results were observed. (B)(4).